Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a 25 year old male patient with impella 5.5 pump support placed for over a month for a due to cardiogenic shock. This 2nd pump was placed as a replacement and the patient suffered a stroke on the pump. The patient had sodium bicarb in the purge and historically heparin in the systemic IV drips. The pump remains on for support despite the stroke and patient has survived to date.